Event description:
It was reported that the endoflator 50 shut down during laparoscopic robotic hernia surgery. The system displayed error message that says "system failure occurred if problem persists call ks". The error log says icb error. The operator attempted to turn the system on and off. A back-up unit, airseal, was used to complete the surgery. There was no report of injury to the patient.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported device was returned and evaluation was performed. The reported complaint was confirmed. The evaluator found the pressure sensor board, filter board and sensor interface ii boards were defective . The boards were replaced. The reported issue will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).